Event description:
The patient reported experiencing elevated blood glucose levels for over 24 hours before going to the hospital. It was reported that the patient was transported to the hospital via ambulance on (B)(6) 2026, due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 22.8 mmol/l (410.4 mg/dl) while wearing the pod on the arm between 37 and 48 hours. The patient stated that the pod was not delivering insulin as intended and reported administering a 10-unit bolus every 2 hours with minimal effect, as blood glucose levels decreased only to 18 mmol/l (324 mg/dl) before rising again. Reported symptoms included hyperglycemia, difficulty breathing, dizziness, weakness, and severe vomiting to the point of bleeding. The patient also reported receiving oxygen via a mask and multiple injections to administer insulin during treatment. According to the patient, their physician indicated that a prior knee surgery on (B)(6) 2026, may have contributed to the elevated blood glucose levels. The pod was removed at the hospital and discarded, and the patient was discharged later the same day on (B)(6) 2026. The patient was advised to stay on insulin pen injections for the night and only apply a new pod the day after.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.